Manufacturer narrative:
(B)(4). The covidien service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the breath delivery (bd) to graphic user interface (gui) cable to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator graphic user interface (gui) generated a communication error code. There was no patient involvement.